Event description:
Reportedly, after one hour of running on a pt, the unit gave device alert with audible alarm. The caregiver pressed the reset button and the audible alarm was silenced; however, all the display became blank and the unit shut down. The unit was unable to be started back up. The pt was ambu bagged and then switched to another ventilator. The unit was running on battery power at the time of this incident, and had been charged 3 to 4 hours prior to use. Please note that there was no permanent injury in this case.

Manufacturer narrative:
(B)(4).